Manufacturer narrative:
The insulin pump passed the operating current, unexpected restart error test, and displacement test. However, the unit received a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that she received the loose drive support cap email, but that her insulin pump did not have any issues. The insulin pump was returned for analysis.